Event description:
The customer reported that the selector switch malfunctioned. There was no pt involvement.

Manufacturer narrative:
(B)(4): the device was evaluated by a philips field service engineer (fse) and the symptom was verified. The issue was localized to the energy select switch and was replaced. The device passed all performance assurance tests and remains at the customer site. Philips concluded that this was a malfunction of this energy/select switch.